Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a few days after pacemaker system implant, the pocket had become infected. The entire system was removed. Patient was stable. Related manufacturer reference number: 2017865-2020-23606. Isoflex optim lead, tendril sts.

Manufacturer narrative:
Correction: d6a d6b - implant and explant dates should have been included in initial report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.